Event description:
The pt's mother initially reported that the pt was seen in the emergency room for increased tone. Rash over upper body, itching and increased urine output. The hcp prescribed benadryl and decadron, as well as increase in ativan dose to 2 mg three times/day. The pump was refilled this month; no significant volume discrepancy was noted. The hcp also advised surgery for catheter repair. The pt has had mild fluid collection at the pump site since implant, but parents have declined surgery. A neurosurgeon was consulted and believes there might be a possible loose catheter connection. The parents have again declined surgery until "withdrawal symptoms occur again." There has been no contact with the hcp since refill.